Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: review of the alarm history showed multiple "low battery" and "replace battery" alarms. The battery was not returned with the pump. The battery compartment and battery cap were intact with no damage or evidence of moisture. Evaluation found that the pump powers up properly with the display functioning properly and the power circuit does not draw excessive current; however, when any pressure was put on the display lens, the current draw became elevated and lines appeared in the display. The pump was exercised for 24 hours with no evidence of overheating and no alarms were duplicated. No defects were found to the power flex, battery connections, and internal components. The pump was opened for investigation and revealed a crack in the display screen. The display screen was replaced with a test screen and testing revealed that the intermittent high current draw could not be duplicated. There was no evidence of moisture found inside the pump. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2012, it was reported that the battery compartment was warm to the touch. There was no bodily injury due to the temperature. The reporter denied any moisture/water exposure and any other damage to the pump. This complaint is being reported because the issue was not resolved at the time of the complaint. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.